Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient had tripped and fell while on vacation and a change in the stimulation coverage followed. Impedance check was all fine. X-ray showed no significant migration of leads. The patient was reprogrammed to regain coverage and minimize abdominal stimulation. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported the leads did shift one contact, and it was due to the patient's fall. No further information was reported.